Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to a keypad failure. Service evaluation verified the failed keypad. The cause was identified to be a non-original equipment manufacturer (OEM) keypad. The device was found unserviceable due to unauthorized repairs. Should additional relevant information become available, a supplemental report will be submitted. This unauthorized repair performed outside the factory exposed the internal esd sensitive components, compromising all internal electrical components rendering the unit irreparable. In the warnings and cautions of the spectrum operators manual, it states "servicing the sigma spectrum infusion system is restricted to qualified, sigma trained, service personnel who employ sigma authorized parts and procedures. Use of other parts and servicing procedures is prohibited." The device could not be repaired and has been removed from service.

Event description:
During evaluation of a returned spectrum infusion pump device it experienced a keypad failure. No additional information is available.